Manufacturer narrative:
Additional information was received on july 29, 2015. The patient¿s age was a (B)(6) year old female, and weighed (B)(6). The microcatheter used for the procedure was a prowler select lpes (606-s155x/17033054). It was not necessary to remove the microcatheter from the patient and the same microcatheter was used to complete the procedure. The device was returned for analysis on 7/31/2015. Complaint conclusion: during an embolization of a carotid cavernous bilateral fistula, three deltamaxx coils (dmx18185520/ c25766 and dmx18206020/ c30617 x 2) could not detach. They changed the cables, and the coils still did not detach; however, the same standard cables and detachment control box worked with other subsequent coils. It was reported that there was no patient injury, and the coils were removed without additional intervention. During the coil non-detachment, the prowler select lpes (606-s155x/17033054) microcatheter position was lost and the microcatheter had to be re-positioned; however, the microcatheter did not appear damaged, and it was not necessary to remove the microcatheter. The same microcatheter was used to implant subsequent coils without further issue. There was a clinically significant delay in the procedure of 1 hour due to the coil non-detachment. Because the hospital did not have additional coils to replace the same coils that did not detach, other brand coils were used with sub-optimal success since the replacement coils were ¿not enough to fulfill the fistula anterior wall¿ and this ¿compromised patient recovery¿; however, there was no actual patient injury do to the coil detachment and microcatheter loss of target position. It was reported that the coils that did not detach did not appear damaged (kinked, stretched or prematurely detached) after removal. A pre-deployment check had not been performed. A fault light was not seen during the case, and the green system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. The devices had been stored according to labeling instructions. The devices will be returned for analysis. The device was returned for analysis. The device positioning unit (dpu) passed electrical testing with resistance at 53.0 ohms and the enpower systems ready green light illuminated. The intact and undamaged detachment fiber did not receive heat and melt. No manufacturing defects were found. The coil detached on the first detachment cycle. Electrical testing passed post-detachment in the laboratory with resistance at 53.7 ohms and the enpower systems ready green light remained illuminated. Inspection of the laboratory post-detachment fiber found it to have received heat and melted as designed. Laboratory testing could not duplicate the field complaint as the dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coils detachment difficulty cannot be determined. As viewed through the returned packaging it was found that the coil was protruding out of the sheath. Located 45.0 centimeters off the distal tip of the green introducer the coil protrudes outside the sheath. The protruding and entangled coil was found to be stretched. At the protrusion site no mechanical sheath damage resulting in an opened skive was found. The coil was damaged at the protrusion site. The circumstances of how and when this unreported damage occurred cannot be determined located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. The unreported damage to the resheathing tool, the locking mechanism, the coil protruding outside the sheath, and a portion of the coil damage which may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil to protrude outside the sheath and a portion of the coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil was not confirmed via failure analysis since the device passed electrical testing and detached as designed. It was stated that a pre-deployment electrical test was not completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ since there was no evidence of a manufacturing issue related to the event, not corrective actions will be completed at this time. This is 1 of 3 mdrs being submitted for this complaint, with associated report numbers of 2954740-2015-00179, 2954740-2015-00180, and 2954740-2015-00181.

Event description:
During an embolization of a carotid cavernous bilateral fistula, three deltamaxx coils (dmx18185520/ c25766 and dmx18206020/ c30617 x 2) could not detach. They changed the cables, and the coils still did not detach; however, the same standard cables and detachment control box worked with other subsequent coils. It was reported that there was no patient injury, and the coils were removed without additional intervention. During the coil non-detachment, the unspecified prowler lp-es microcatheter position was lost and the microcatheter had to be re-positioned; however, the microcatheter did not appear damaged. There was a clinically significant delay in the procedure of 1 hour due to the coil non-detachment and the microcatheter loss of position. Because the hospital did not have additional coils to replace the same coils that did not detach, other brand coils were used with sub-optimal success since the replacement coils were ¿not enough to fulfill the fistula anterior wall¿ and this ¿compromised patient recovery¿; however, there was no actual patient injury do to the coil detachment and microcatheter loss of target position. It was reported that the coils that did not detach did not appear damaged (kinked, stretched or prematurely detached) after removal. A pre-deployment check had not been performed. A fault light was not seen during the case, and the green system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. The devices had been stored according to labeling instructions.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the product has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant devices included: standard cables and detachment control box, unspecified prowler lp-es microcatheter. Additional information will be submitted within 30 days of receipt. Information regarding patient age, gender, weight were not provided. This is 1 of 3 mdrs being submitted for this complaint, with associated report numbers of 2954740-2015-00179, 2954740-2015-00180, and 2954740-2015-00181.